Event description:
This rv lead was implanted on (B)(6) 2010 and was capped on (B)(6) 2016 due to inappropriate shock and oversensing. The physician was dr. (B)(6) at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).